Event description:
The lens would not fold correctly during insertion into the pt's eye using the delivery device. Another lens was used for the procedure.

Manufacturer narrative:
See MDR 1920664-2007-011034 for intraocular lens used with this delivery device.